Manufacturer narrative:
Device not accessible for testing: device is not accessible for testing due to the customer not requesting repair service. Attempts are being made to obtain additional information with regard to the repair and status of the iabp unit. A supplemental report will be submitted if this information is provided to us. Device not returned to manufacturer.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was in locked screen mode and would not unlock and took 15 minutes to be able to unlock. The pump is now able to lock and unlock. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was in locked screen mode and would not unlock and took 15 minutes to be able to unlock. The pump is now able to lock and unlock.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings, impact codes & investigation conclusions), h10, h11. Corrected fields: b5, b6, b7, g1(contact person), h4, h6(clinical code). Patient height:(B)(6).